Manufacturer narrative:
The device and the lens were returned in the product carton. The lens stop and plunger lock were removed. The lens stop was returned. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been retracted to mid-nozzle. The anterior of the nozzle tip is bent backward. The lens was returned inside a small clear bag. Viscoelastic was dried on the lens. White fibrous paper-like material was adhered to the anterior of the optic in dried viscoelastic. The product history records were reviewed and the documentation indicated the product met release criteria. A qualified viscoelastic was indicated. The root cause cannot be determined. The product was not returned in the reported condition of "lens partially caught in cartridge". The lens was returned separate from the device. No damage was observed to the lens. Viscoelastic was present in the device and on the lens. The plunger was retracted. The plunger position in relation to the lens during advancement cannot be determined. (B)(4).

Manufacturer narrative:
There was no sample device returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There is one other complaint in the lot. Additional information was requested. (B)(4).

Event description:
A purchaser reported that an intraocular lens (iol) was partially inserted into the patient's eye and partially caught in the injector. Another lens was implanted instead. Additional information was requested.